Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary ¿ the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned omnispan meniscal repair 12deg found the needle in a usage condition, where neither of the two plates were returned for evaluation. Additionally, the plastic sleeve was found to be deformed at one portion. The needle was able to be assembled and disassembled to the returned meniscal deployment gun, without restriction/obstructions. Additionally, a functional test was performed to the device using the gun deployer system. Test revealed that both triggers (red and grey triggers) could be fully pressed, the spring shaft could slide through the needle surface and no obstruction nor resistance were identified during the process. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would have contributed to the complained device issue.¿ based on the findings, potential cause for the deformation observed can be traced to procedural variables, such as improper handling/care of the device or product interaction during procedure. As per instructions for use (IFU), the next precautions need to be followed: 1) insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun. Needle should always be attached to the deployment gun with the open slot in the needle facing upward; 2) use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. Once inside the joint space, remove the malleable graft retractor. Alternatively, an arthroscopic cannula may be utilized; and 3) push down on the needle lock lever to advance the sleeve over the needle and secure it in place. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was noted by service that the omnispan meniscal repair 12deg device was returned with no allegation of malfunction. During service and evaluation, it was determined that the device was deformed/bent. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.